Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394602 and lot number 4093156. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 blue component damage and leaked the patient was given a 3-way stopcock for infusion on (B)(6) 2025, to facilitate the connection of the infusion line and treat the disease. The 3-way stopcock was replaced daily. The patient was monitored at 8:50 on (B)(6) 2025, and a leak was discovered. A new 3-way stopcock was replaced. Later, at 18:52 on (B)(6) 2025, the nurse monitored the patient and discovered that fluid was leaking around the infusion indwelling needle and the bed unit around it was soaked. The patient's family then searched for the cause together and found that there was a crack in the side branch of the tee. The nurse replaced the tee and then increased the frequency of rounds, and no more liquid leaked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.